Manufacturer narrative:
The reported events of high pacing impedance, unspecified sensing issue, and failure to capture were not confirmed. A complete lead was returned for analysis. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No problems were detected.

Event description:
It was reported that there was an event of lead high pacing impedance, unspecified sensing issue, and failure to capture during implant procedure. The lead was not used or replaced. The patient status was recovering.